Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint perception code and the fs libre 2 reader; no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported there is no power with button press or by the test strip when testing on the adc device. As a result, on (B)(6) 2022, the customer had a loss of consciousness with a blood glucose test of 2.3 mmol/l and was provided "sugar, insulin injection, or glucose gel" by a healthcare professional for the treatment. No further information was provided. There was no report of death or permanent injury associated with this event.